Event description:
Healthcare professional reported left side "pain", "implant has a rounder shape and increases anterior posterior diameter, suggestive of capsular contracture", "implant encapsulation IV", "folds with minimal amount of left periprosthetic fluid", and "after intravenous contrast administration there are signs of left capsulitis". The following events were also reported and were determined to be not device related; "hepatic cysts less than 26 m" and "colon cancer in the year 2022". Device remains implanted.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.